Event description:
It was reported that the "current was high" on the lead indicating possible high output. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: middle insulation breached; partial lead in segments returned and analyzed.